Event description:
It was reported that a large volume infusor did not infuse any liquid out of the flow restrictor and was blocked. The device contained fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 16, 2022 ¿ december 19, 2022. The actual device was received for evaluation containing 198 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.